Manufacturer narrative:
Eval summary: the patella is still implanted and is not available for review. Also, x-rays are not available for review. The cause of the problem could not be determined due to insufficient info. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007. Pt has had fracture, loosening and subluxation of the patella. Complications are being tolerated and no revision is planned at this time.